Event description:
In 2007, a gore propaten vascular graft was implanted in a female patient to bypass a pseudoaneurysm that developed in a previously placed (date unknown) gore propaten vascular graft with a distal vein patch.